Event description:
It was reported that the patient presented in clinic due to arrythmia and dizzy spells. It was noted that the capture thresholds of the ventricular leadless pacemaker (vlp) had risen and the vlp was no longer capturing as a result. Low pacing impedance and r-wave amplitude variation were observed. Imaging confirmed the vlp was in the same position as its implant position. The capture thresholds were increased to compensate for the lack of capture. The vlp was later explanted and replaced. The patient was in stable condition.